Event description:
It was reported that the customer called to report a lost transmitter due to a car accident. Customer had low blood glucose at the time of accident. Customer reported a hospitalization due to car accident and low blood glucose. Customer was driving at the time of car accident. As result of the accident, customer's head was injured. Customer stated transmitter was lost when it was removed in the hospital. Customer was wearing the sensor at the time of car accident, but it wasn't working because it was time to replace it. The blood glucose reading at the time of hospitalization was 24mg/dl. Customer stated she believes her blood glucose suddenly dropped due to gastroparesis. The blood glucose reading was 131mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer called to report a lost transmitter due to a car accident. Customer had low blood glucose at the time of accident. Customer reported a hospitalization due to car accident and low blood glucose. Customer was driving at the time of car accident. As result of the accident, customer's head was injured. Customer stated transmitter was lost when it was removed in the hospital. Customer was wearing the sensor at the time of car accident, but it wasn't working because it was time to replace it. The blood glucose reading at the time of hospitalization was 24mg/dl. Customer stated she believes her blood glucose suddenly dropped due to gastroparesis. The blood glucose reading was 131mg/dl. Nothing further reported.

Manufacturer narrative:
The summary was not provided with the initial report. The summary has been provided with this report.